Event description:
After a tvt bladder repair surgery in 2003, devloped a fistula that was removed in 2005. A month later, hooked up to a vac freedom hcpc code e2402 rr, set on 100. Two days later admitted because of perforated colon and colostomy done. Reverse colostomy done two mos later. I was told the perforation was caused by the mesh - gynecare 810041, lot #1323258. I'd like to know the odds of whether that mesh, the vac or the combination could have caused the perforation.